Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation in clinic, device was found to be in backup vvi mode. Hardware eri was reached. Patient was asymptomatic. The patient had radiotherapy for unrelated disease a few months back. Device was explanted and replaced successfully with no complications. Patient was stable.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory via review of the device image. The device could not download product code due to low battery voltage. After replacing the battery, the device was tested on the bench and no anomalies were found. Based on all available parameter and usage information, device longevity was found to be within expected limits.